Event description:
Customer did back to back testing on the compact plus meter with results of 155 mg/dl and 367 mg/dl. Location of testing was not provided. No control info was provided. No death or serious injury reported. A request was made for return of the suspect prod and a replacement was provided.